Manufacturer narrative:
All available patient information was included. No additional information was provided. Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer obtained multiple rul error codes and a falsely depressed architect bnp result while using the architect i2000sr analyzer. The sample generated an initial result of <10 and when repeated generated >600 pg/ml which matched the patients previous results. The customer further indicated they found the concentrated wash buffer was incorrectly installed instead of pre-trigger. The analyzer wash flushed and the solutions were correctly installed to resolve the issue. No adverse impact to patient management was reported.